Event description:
It was reported that the patient underwent a plf at l1-l3 and plif at l3/4/5 for degenerative scoliosis at l1-l5 using posterior fixation. It was reported that a non-break off set screw "came loose". The revision surgery was performed approximately three months post op to replace the set screws.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the unites states; however, a like device catalog# 7540100, was cleared in the united states.